Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received that there was low impedance value of 190 on reference 4 <(>&<)>11. No symptoms or further complications were reported.